Event description:
The customer contact reported that the device delivered more medication than intended. At 1100, line a of the device was programmed to deliver dobutamine 4mcg/kg/min, at a rate of 12ml/hr, with a vtbi (volume to be infused) of 250ml, for a duration of 20 hours, and the delivery was started. It was reported at 1230, the nursing assistant noted the device was alarming that the delivery was complete and the entire medication container had been delivered. At that time, it was noted the patient's systolic blood pressure decreased from 120-130mmhg to 89/50mmhg. The patient was treated with an unspecified bolus of saline solution. The customer contact reported the patient partially recovered. The device was removed from clinical use. Then the patient was treated with norepinephrine 0.096mcg/kg/min, at a rate of 9ml/hr using a replacement device. No further programming parameters were provided. The customer contact reported after a few minutes, the patient fully recovered returning to the initial systolic blood pressure of 120-130mmhg. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.2ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/- 5%). Based upon the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. The device history indicated that the device continued to be in use after the reported date. All data from the reported event date of (B)(6) 2014 was overwritten by the newer information. This report represents all the information known by the reporter upon query by hospira personnel.